Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was implanted with a concomitant non boston scientific device. Boston scientific technical services (ts) was consulted and oversensing of noise was observed due to both systems being implanted. No adverse patient effects were reported. At this time, this device remains in service.